Manufacturer narrative:
G4:26jan2021. B4:27jan2021. The manufacturer's product support engineer (pse) evaluated the device. The reported problem was confirmed. The pse replaced ac distribution panel, and the device successfully passed performance specification testing. After the repair was completed, the device was put back into service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. (B)(6) 2021. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer called into technical support (ts) reporting that the device has a faulty power supply. The customer reported there was no patient involvement at the time the issue was discovered.